Manufacturer narrative:
Ptc investigation result was received on 20-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record c40061 (production date 31-mar-2014 and expiration date 31-mar-2017) and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue and a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 21-jul-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this solicited medically confirmed case report refers to a (B)(6) female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure essure did not let go of device after followed procedure (interpreted as device deployment issue) and essure broke off (device breakage). These events are non-serious. Device deployment issue is a listed event in the reference safety information for essure, while device breakage is listed (anticipated) according to product technical analysis (ptc). Single cases of essure breakage have been reported, mainly during difficult insertions. In the present case, the events occurred during the essure insertion procedure. Therefore, causality with essure cannot be excluded. A new essure insertion was performed and essure was correctly inserted on both sides. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a solicited case report received from a gynecologist/obstetrician in (B)(6) on 22-jun-2015 which refers to a (B)(6) female patient who was involved in a reimbursement or compensation activity, study number: (B)(4). Study description: essure generic reimbursement program. The patient's medical history included para ii and caesarean section (2010). No uterine abnormalities or uterine surgeries in anamnesis. On (B)(6) 2015 the patient had essure (fallopian tube occlusion insert), lot number c40061, insertion attempted. The insertion was not performed postpartum, not during breast-feeding, not after curettage and not post abortion. It was reported that, during the procedure, essure did not release from device after the followed procedure. Broke off and remaining part was removed with forceps. A new essure insertion has already been performed and essure was correctly inserted on both sides. Essure was still inserted. No further information was provided. Company causality comment: this solicited medically confirmed case report refers to a female patient who had an attempt of essure (fallopian tube occlusion insert) insertion and during the procedure essure did not let go of device after followed procedure (interpreted as device deployment issue) and essure broke off (device breakage). These events are non-serious. Device deployment issue is a listed event in the reference safety information for essure, while device breakage is unlisted. Single cases of essure breakage have been reported, mainly during difficult insertions. In the present case, the events occurred during the essure insertion procedure. Therefore, causality with essure cannot be excluded. A new essure insertion was performed and essure was correctly inserted on both sides. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis is expected.